Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in used condition. Only the needle and its suture were returned. The suture was found broken into two fragments and both were frayed. The plates were not returned for evaluation; therefore, it is not possible to verify the issue reported. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. It is possible that an excessive force was applied to the suture while tightening. As per instructions for use (IFU): 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release.

Event description:
It was reported that during a meniscal repair procedure, it was discovered that the omnispan meniscal repair 27deg device could not fire. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary the product was not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. Only the needle and its suture are shown. The suture was found broken and frayed. The plates are not visible in the photo; therefore, it is not possible to verify the issue reported. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. It is possible that an excessive force was applied to the suture while tightening. As per instructions for use (IFU): 1) use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history record review was performed which indicated that there was a non-conformance unrelated to the reported malfunction. All the issues identified were resolved prior to product release.